Manufacturer narrative:
(B)(4).

Event description:
It was reported that in clinic, the left ventricular lead exhibited high pacing threshold. The lead was capped and replaced. No patient symptoms were reported.